Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that is provided with the b3 section of the initial report was incorrect. The correct information has been included with this report in b3 section

Manufacturer narrative:
Retainer ring = black, customer reported past event of hbg, this alarm is generated when a power failure is detected, hospitalized, and unit had minor scratched display window, scratched case, cracked case at the battery tube side, cracked battery tube threads, stained serial number label, pillowing keypad overlay, stained keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. History download was successful using thus and carelink upload was successful. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 noted during testing or after battery change. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 23, pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the pump trace download. Please see below for pump error 24 and pump error 23 listed in the formatted history file. The formatted history file lists data from 04/28/2020 to 04/13/2021 and on 04/16/2021. There was no data listed on may 06, 2021. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had low blood glucose of 27 mg/dl and were hospitalized. Insulin pump had a multiple pump error alarm. Customer was not able to clear alarm. Self test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.